Manufacturer narrative:
The reported lot # [9204706] was not found for the reported catalog # [302153]. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the syringe's 10ml ll 21ga 1-1/2in tw packaging had poor perforation before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "incomplete cutting line."

Manufacturer narrative:
H.6. Investigation: one photo was received by our quality team for evaluation. Upon visual inspection, it was observed that the individual blister package had sealing area peel off; therefore, the incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. At the packaging perforation station, there is a perforation knife to create perforated cuts. Based on the investigation, the probable root cause could be due to the perforation knife wear and tear, causing the unclear perforation cut lines and the production technician may have been unable to detect the good and bad perforation cut lines, hence parts flow to next process.

Event description:
It was reported that the syringe's 10ml ll 21ga 1-1/2in tw packaging had poor perforation before use. The following information was provided by the initial reporter, translated from chinese to english: "incomplete cutting line".